Event description:
I switched the unit's power switch to the off (center) position as we no longer needed to have the unit operating. After setting the switch to the off position, I noticed that the power indicator light was still illuminated. A couple of days later, I emptied the unit of remaining water as I had intended to simply replace it as I thought it had simply failed. When I tipped the unit up to pour the water out, it poured not only from the tank of the unit but also the base of the unit that contains the electronic controls. (B)(4).